Event description:
It was reported that the user experienced low glucose events while using the ilet, including one confirmed low of 62 mg/dl and frequent near-low readings in the 70¿80 mg/dl range, with the user treating at those levels and occasionally disconnecting from the system due to fear of going low. Symptoms included hypoglycemia without reported loss of consciousness or need for emergency care. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included customer interview and troubleshooting with education on avoiding pre-treatment above the low threshold and the impact of frequent disconnecting on algorithm adaptation, with clinical review requested. Investigation of this case revealed no device malfunction was identified and that user behaviors, including frequent preemptive carbohydrate intake and device disconnections, could contribute to low or near-low readings and limit algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.